Manufacturer narrative:
Per tandem's user guide, "the maximum cartridge fill amount is 300 units. Do not overfill or "top off' when filling the cartridge as the additional amount cannot be delivered. This can lead to a cartridge error, which will require a new cartridge". No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 5 and alarm 19) with 1 cartridge during the load process. Reportedly, customer filled the cartridge with 310 units of insulin. Customer's blood glucose levels was not impacted. Customer was able to load a new cartridge successfully.